Event description:
It was reported, the patient did not recharge their ipg as recommended, as such, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 where a lead diagnosis was performed and it was revealed both leads had high impedances. As a result, the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: initial reporter information updated. A review of documentation supplied with the ipg states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the ipg becoming inoperable is consistent with user error.